Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient reports that the device does not fully inflate. At the halfway inflated mark, the pump became flat and was unable to inflate further. Patient has scheduled an appointment with a urologist for a possible revision.

Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.